Event description:
The complaint record states that during transfer of a patient from bed to wheelchair the lift strap detached from the lift strap joint. The lift motor fell down toward the stomach of the pt. No injury alleged. MFR: 80309916-2013-00076.

Manufacturer narrative:
Hill-rom is filling this as an initial report. We are conducting a complaint investigation and will be submitting a follow up report as soon as more info is available.